Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that roughly two weeks after implant the patient had wound dehiscence and hematoma at the implant site. The system was explanted and not replaced. No further patient complications have been reported as a result of this event.